Event description:
A customer reported to beckman coulter (bec) that their closed tube aliquotter (cta) sample probe wash station leaked. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse evaluated the instrument and determined the cta wash station peri-pump tubing was obstructed, resulting in overflow at the wash station. The fse replaced the peri-pump tubing to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).